Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt was experiencing communication problems between the recharger and the ins. Pt tried the antenna locate feature and this was not successful. Pt was able to recharge without problems before this past weekend. No swelling over ins site. Potential for flipped ins but not confirmed at this time. Add'l info stated the pt was not feeling any stimulation. Recharger at 25% and ins attempting to recharge to 25%. It is likely pt is not able to get stimulation because the ins is too low. Pt had six bars on the recharger. There is no light showing on the desk top recharger and it has been plugged in all night and is only 25% full. The pt was instructed to try another outlet by the manufacture's technical services. This resolved the light issue, it came on the recharger but no bars were filling in. Add'l info reported the pt was seen by her hcp and discussed the event with a manufacturer's rep on (B)(6) 2011, she had surgery to fix the problem with her system. After the surgery the pt stated she was no longer having any problems.